Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic video-assisted thoracic (lobectomy) surgery, after the fourth firing, the device did not fire. The surgeon was not able to squeeze the handle and press the green button. The stapler functioned as intended for the first four firings and on the fifth reload, it jammed. Replaced by another device to complete the case. No patient injury.